Manufacturer narrative:
Additional information section d9: device available for evaluation: yes. Date returned to manufacturer: aug 21, 2023. Section h3: device returned to manufacturer: yes. A wrong serial number was initially reported by the complaint reporter. The updated serial number details are submitted in this correction report. Therefore, this supplemental filing is to update the following fields: d4 catalog number: zcb0000215; d4 serial number: (B)(6); d4 expiration date: mar 10, 2027; d4 UDI number: (B)(4); section h4: device manufacture date: mar 10, 2023. Device evaluation: no lens was received as part of this return. A piece of the original folding carton and a coated cartridge was received as well. Product testing could not be performed because the suspect product was not returned. Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints

Manufacturer narrative:
Section a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there were surface scratches on the intraocular lens (iol) while inserting the iol into the patient's eye. The iol was also broken. The iol was removed and replaced. There was no delay in treatment or other interventions reported. No further information was provided.